Event description:
Patient collapsed at grocery store and was taken to local emergency room and treated before transfer to cardiac enter. Upon arrival patient had no pulse or pressure and could not be revived.